Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had malfunctioned. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead was replaced. No patient complications have been reported as a result of this event.